Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
It was reported that the gate valve detached from the extension tube during catheter placement on the first day of use. There was no problem in deflating the balloon and the catheter was removed without problem. There was no new incision required when the catheter was replaced. There were no patient complications reported. Device will not be returned due to infection therefore it is not available for evaluation.